Manufacturer narrative:
Device not returned to manufacturer for investigation.

Event description:
It was reported that during a procedure at the user facility the rembuniversal driver had no power. The procedure was completed successfully using back-up equipment with a 40-minute delay reported. No medical intervention or other adverse consequences were reported.